Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 due to an infection at the ipg pocket site. During the procedure, the ipg was removed, sterilized, and relocated to the right flank. Postoperatively, the patient has antibiotic therapy and the infection has resolved. Therapy has been restored.